Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after trying to give himself a bolus, the screen went black. He said that the issue began about a week prior. His blood glucose was unknown. During troubleshooting, the customer said that the pump was neither exposed to extreme temperatures nor direct sunlight. He was advised to stabilize at room temperature and he stated that the black screen did disappear. The customer was assisted in performing a self-test and the pump passed. He mentioned that the pump works but that the black screen appears and disappears. The customer was advised that the pump would need to be replaced, to discontinue use and to revert to a backup plan per his doctor¿s orders. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected full segments display or black display anomaly noted. The insulin pump had cracked reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.